Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a transition from regular blood glucose levels to high variability after a recent hospitalization while using the ilet system, with the user currently taking antibiotics for mrsa including vancomycin and another unspecified agent; the user previously had a dka event prior to ilet initiation, and the current concern was described as hyperglycemia of unclear cause, though the user stated that blood glucose was not affected at the time of the call. Symptoms included variable glycemic control with episodes of hyperglycemia. Outcomes included no reported emergency treatment or new hospitalization related to the device during this episode. Investigation included a review of the event details and coordination with clinical decision support for follow-up. Investigation of this case revealed no confirmed device malfunction and no confirmed device component failure, with the cause of hyperglycemia remaining undetermined given concurrent infection and antibiotic therapy. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and unrelated to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.